Event description:
During baxter's evaluation it was found that a spectrum pump had mismatched serial numbers. The serial number of the mechanism sub-assembly in the device did not match the serial number of the mechanism sub assembly originally installed into the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, the mismatched serial number was confirmed. Evaluation found that the serial number on the pump's mechanism sub-assembly was not the same as the serial number of the mechanism sub-assembly originally installed in the device. Review of the device history log records show that this mechanism sub-assembly was not original to the pump. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. The device is irreparable and has been retired. See scanned page.